Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v896800v01, implanted: (B)(4) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had a bad fall in (B)(6)of 2013 and 2-3 weeks after that went to doctor. It was reported that at point it was not working but the staff at her clinic was able to get it back to working again. A follow-up report will be sent if additional information becomes available.